Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the scope cover and grip section failed the leak test the distal end cover was burnt and scratched. The bending section rubber was worn out and distal end adhesive was deteriorated. The objective lens and light guide lens were scratched. The insertion tube and universal tube were also scratched. The angulation was out of specification and the knob had play in the up/down direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope distal cover had fluid residues and was stained. Scratched and burnt. It was noted that there was a positive leak in the scope cover and grip section. The nozzle adhesive was deteriorated with accumulated residue. The angulation was out of range and the knob had play. The insertion and universal tube were scratched and ID serial screw was missing. The issue was during reprocessing after a diagnostic procedure. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the distal end fluid residue reportable malfunction.